Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. The bur end bearing outer race was stuck inside the head cavity. The cap end bearing retainer looked good. Microscopic evaluation revealed minor gear wear. Significant corrosion and lack of lubrication was observed on all inner components. The lack of lubrication may have caused friction and as a result, increase the instability and vibration within the bead cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event a doctor reported that a cap came off and the chuck came out of a midwest e 1:5 attachment. There was no injury or intervention.